Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer stated, that while filling the device, it suddenly failed and ruptured. This occurred while pushing the drug, 5fu into the pump.

Manufacturer narrative:
Exemption number: e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen ag internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible. Hence, the complaint is assessed to be not "judgable". If a sample and/or additional pertinent information becomes available, a follow up will be submitted. Reviewed the device history record and no abnormalities found during in process and final control inspection.